Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The product has been returned to masimo for evaluation. During investigation a small object was heard rattling around inside of unit. The unit powers on but is unable to engage in monitoring. The display shows no text/graphics although the backlight is active. The lcd was found to be defective. The lcd was replaced along with the small plastic tab broken from internal chassis mount/screw point and the device functioned as designed. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the customer states that the display is failing. Blue lines are going across the screen. No patient involvement.